Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a broken main tube. No material was found missing. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the large clip applier broke in half. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.